Event description:
Patient reported the infusion device would not turn on. Patient changed the battery and checked the battery cover, but this did not resolve the issue. The infusion device was replaced and returned for evaluation. A preliminary evaluation revealed the up button is always active. Due to an external mechanical influence, the up button is pressed through. Therefore, none of the buttons react on pressure. The soft components of the housing are worn down heavily, and restricted handling of the infusion device is a possible implication. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.